Manufacturer narrative:
Additional information: the report of hemolysis was confirmed based on the evaluation of the returned device. Upon disassembly of the device, a thrombus formation was found surrounding the inlet bearing ball and a portion of the rotor inlet, obstructing approximately 20 to 30 percent of the blood flow path. The thrombus ring appeared to have formed in laminated layers and also revealed areas of denaturation, indicating that the thrombus developed in this location over an undetermined amount of time while the pump was operating. In addition, a thrombus formation was observed adjacent to the outlet bearing ball and in contact with all three outlet stator blades. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be conclusively determined. Although the thrombus showed no evidence of denaturation, slight contact marks were observed on the outlet bearing cup, indicating that the thrombus was present while the pump was operating; however, the duration of time for which it was present in the pump could not be determined. Although the evaluation could not determine a specific cause for the development of the observed thrombus formations, their partial obstruction of the blood flow path could have contributed to the report of elevated lactate dehydrogenase level and hematuria. The thrombi could have also created increased drag on the spinning rotor, contributing to the report of elevations in pump power. Visual examination of the pump¿s bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values, comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 month. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2016 with an elevated lactate dehydrogenase (ldh) level and pump power elevations. A ramp echocardiogram was positive; specific results were not provided. The patient's inr at the time of the event was 2.2, heparin was started, and plans were made for the patient to undergo a pump exchange on (B)(6) 2016. The patient's lab values decreased, therefore a pump exchange was not performed. The patient was monitored and then discharged to home. On (B)(6) 2016, the patient presented to the clinic with unspecified symptoms of heart failure, an ldh value of 1800 u/l, and hematuria. The patient was admitted and placed on IV heparin. A pump exchange was performed on (B)(6) 2016.